Event description:
During cardiomems implant procedure after the sensor was entered into the patient. The physician lost guidewire position (platinum plus) and decided to take the sensor out of the body. A second sensor was obtained and successfully implanted into the left pulmonary artery. While calibrating the sensor, the patient experienced hemoptysis. The patient was intubated and taken to the ICU and a bronchoscopy was performed. A small perforation in the lower left branch in the left pulmonary artery was identified. The physician believes the cause of hemoptysis was going too deep with the platinum plus guidewire. It was noted that the patient also had unique anatomy. Thrombin was administered during the bronchoscopy to resolve the hemoptysis. Patient was discharged home (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).